Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection ceftazidime (dose, route, frequency, and duration not reported) and injection reflin (dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, treatment with antibiotics was stopped as the patient had recovered from the event of peritonitis. The action taken with dianeal therapy was unknown. Additional information was not available.